Event description:
The user facility reported a 65-year-old female noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient developed hemolysis during impella cp support coinciding with persistent suction alarms. Repositioning was attempted, but the suction alarms continued. The patient was given three units of red blood cells, at which point the suction resolved. It was then stated that no pulse was found in the right upper extremity distal to the insertion site. Due to the noted conditions, the decision was made to explant the pump. The patient was reported to be stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure

Manufacturer narrative:
The investigation for the reported hemolysis, limb ischemia, and low pump flow has been completed. Data logs confirmed pump was in improper position corresponded with clinical description that triggered alarms impella position in aorta. Logs also showed low flow occurred for 17 hours since the pump started that triggered auto suction response and suction alarms. Product was not returned for review. Based on clinical description & data analysis, the root cause of hemolysis was most likely due to patient condition as the pump could run at higher p-level after adding the volume. Based on clinical description and data analysis, the root cause of low flow was most likely due to patient condition as the pump could run at higher p-level after adding the volume. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. The instructions for use referenced in the initial report is for the impella cp with smartassist system in section: use of echocardiography for positioning of the impella catheter, section: potential adverse events (united states), section: hemolysis, and section: suction. In accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.